Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device there was an issue with "tubing became stuck on the hub and could not be removed." There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: unfortunately a lot number could not was not submitted for this complaint. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: no sample/no lot number; investigation could not be conducted due to missing information. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd¿ nexiva single port safety device there was an issue with "tubing became stuck on the hub and could not be removed." There was no report of injury or further medical intervention.